Manufacturer narrative:
One used sample returned for evaluation. Under visual inspection, the tracheostomy flange was found torn on both sides. Unable to determine the root cause of the tear. Potential causes could be excessive force during use or device exceeding the life time.

Event description:
The supplier reported on behalf of the user facility stating the listed device was being used with velcro holders when the eyelet on the tracheostomy tube flange ripped. The device became damaged within 24 hours of product use. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for product investigation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the eval results.